Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred three days after the sensor had been inserted in the arm. The patient started to feel unwell and had been experiencing some cgm inaccuracies. Therefore, the patient went to the hospital. At an unspecified time of the event the cgm was reading 5.0 mmol/l and the blood glucose reading was 12.0 mmol/l. At the hospital they took the ketone levels which were 1.2 mmol/l. The patient stayed at the hospital for 6 hours and was treated with IV medication (not specified). At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.